Event description:
It was reported that (1) device was used during an esophageal pouch. It was reported by the affiliate that when the tsw45 instrument was fired, there was a strange sound and the knife did not cut. It was unknown how the case was compelted. There was no consequence to the pt.